Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was an attempted implant due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Additional information indicates that the allegation for this product no longer meets reportable criteria.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was an attempted implant due to an unknown product performance anomaly. A new device was implanted. No adverse patient effects were reported. Additional information was received indicating that this device was attempted due to noise.